Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had connection issues with the transmitter and had alerted lost sensor. When the sensor was removed and the sensor electrode was shorter than normal. Blood glucose level at the time of the incident was 140 mg/dl. The customer was advised that the sensor would be replaced. No product is expected to return.